Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer refused to review the meter memory and did not provide any results of concern. The customer¿s expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer reported past medical attention stating that the meter read high, he was not feeling well and had taken metformin. Customer stated that he began to feel unusual and had gone to the hospital; customer did not stated specific symptoms. Customer stated his blood glucose test result when at the hospital was less than 100 mg/dl; customer did not remember the exact number. Customer was diagnosed with hypoglycemia and was given IV fluids. No changes were made to his medical treatment plan upon discharge from the hospital. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/17/2021. Customer did not disclose if the product was stored according to specification.